Event description:
It was reported that patient underwent a partial knee arthroplasty procedure utilizing bone cement on (B)(6) 2014. During the procedure, the surgeon was made aware the bone cement was past it's expiration date after it had been implanted into the patient. The surgeon opted not to remove the cement as it would cause a significant delay to remove the cement and implants. The expired cement remains implanted in the patient.

Manufacturer narrative:
Further follow up confirmed that the bone cement was shipped to the hospital prior to the expiration date. The hospital had not removed it from their inventory once it passed the expiration date and it was errantly taken into a procedure. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Date explanted - unknown. Manufacture date ¿ unknown.